Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with a blood glucose reading of 627 mg/dl. The customer stated that the night before, he was feeling sick to his stomach, and had blurred vision. No troubleshooting was conducted as the insulin pump that the customer was wearing at the time of hospitalization was already replaced. Nothing further was reported.